Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, two non-sustained ventricular tachycardia episodes were observed. Noise signals was confirmed on both the ventricular and discrimination channels. The signals were possibility myopotential inhibition signal. The noise signal was reproducible with isometrics. The patient was in good condition during the check-up. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.